Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu unknown lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. It was reported that the patient has an abandoned lead fragment in the brain and inquired about MRI scanning eligibility. Caller said the patient did not have a dbs system implanted currently, just the fragment. Caller was not certain on what manufacturer the fragment was from. Caller said the patient was currently sedated and on a ventilator. Caller said the patient's mother provided what information they could, but that it was very little and that the event leading to the fragment happened about 20 years ago. Caller said patient's mother did not tell them if patient had a name change in the past 20 years. Reviewed MRI scanning eligibility for abandoned lead fragment.